Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding the consumer's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was no longer working. They reported that the patient programmer was unable to communicate with the ins even when it was directly over the implant of which the location could be felt. No further device issue alleged / identified. No patient symptoms or complications were reported.